Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value. The customer¿s blood glucose level was 460 mg/dl. Customer stated her blood glucose would be between 300 mg/dl and 400 mg/dl at the highest, but doesn't know exact numbers. The customer did not provide information about symptoms. Customer treated normally with the pump, but when it gets as high as the 300 mg/dl she would treat with a manual injection. Customer reported they did not receive a sensor updating or sensor glucose not available alert. Customer reported they did receive a calibration not accepted alert. The customer declined troubleshooting for high blood glucose value. The insulin pump will be returned for analysis.